Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected with the customer and was informed that the 1-phase ups data integrity controller was not powering on. To resolve the issue, the biomed bypassed the 1-phase ups. The system was returned to use in good working order and ready for clinical use. Philips has initiated an investigation on the 1-phase ups and will take appropriate corrective actions, if deemed necessary, when the investigation is completed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.